Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noisy signals resulting in pacing inhibition pauses of approximately five seconds. Additionally, the device recorded low out-of-range intrinsic amplitude and a decrease in pacing impedance measurements within normal limits. A decrease in rv pacing thresholds was also noted during this period. Technical services (ts) provided reprogramming recommendations. No adverse patient effects were reported. This rv lead remains in service.